Manufacturer narrative:
The customer's report was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing including bench handling, performing multiple 30 j tests, and ECG monitoring functional stress testing without duplicating the report. The analog board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.